Manufacturer narrative:
Date of report : 06jun2019, date rec¿d by MFR : 24may2019, gas delivery system (gds) was received for evaluation. There were no signs of anomalies during visual inspection. Gds was applied to good test ventilator unit for testing. After testing, the reported problem was unable to be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. Customer called tech support. Per tech support unit needs new gas delivery system (gds). Customer replaced the gds to resolved this issue.

Event description:
Customer reported unit failed pressure accuracy test during preventive maintenance (pm). No patient/user harm reported. Event date not specified; estimate used.